Manufacturer narrative:
Continuation of concomitant products: ddmb1d1 ICD implanted: (B)(6) 2019.

Event description:
It was reported that the patient was admitted to the emergency room (ER) with a syncopal episode. The right ventricular (rv) lead was found to have one pacing beat that did not capture. The rv lead remains in use. It was further reported that the right atrial (ra) lead has far field r-wave (ffrw) oversensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.